Event description:
It was reported that the cartridge was leaking. Reportedly, the cartridge was re-used and in use for 1 week. Tandem technical support educated the customer on cartridge labeling. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered an insulin injection to treat the bg. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.